Manufacturer narrative:
Concomitant medical products: product ID 3777q45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777q45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777q45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777q45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was stimulation and pain at the implantable neurostimulator (ins) pocket site. There was also discomfort when either lead was used. When the amplitude was increased more than 5.0 volts, the patient started to feel those symptoms. It was noted that the patient was getting good coverage at lower than 5.0 volts, but it would hurt and it would be too high, no matter what was the configuration at the higher voltage. The event was noticed three weeks post implant. It was noted that for electrode impedances contact 9 had high 18,000 ohm values, but it was not being used, and all other impedances were in 500 to 800 ohms range. Reprogramming was attempted but without resolve. They also attempted to isolate the issue to one lead, but the issue persisted on both leads during programming. It was noted that the patient did feel stimulation where it was supposed to. Also, when the patient turned the stimulation off, the symptoms went away. It was noted that they did attempt to not use 0 and 8 contacts where the setscrew was positioned. It was noted that they could get rid of the symptoms by not going as high on amplitude. If the amplitude went up higher, the patient had symptoms with positional changes, such as when he leaned forward or twisted. Two weeks post implant the patient¿s group a impedance was at 92 ohms. The patient had just one program with 6 to 8 active electrodes total. It was noted that they would either do a surgical correction or they would just keep the patient at less than 5.0 volts.

Event description:
Additional information reported the patient did not have pocket stimulation at three weeks post-operative but contact 9 was greater than 10,000 ohms at the three week visit. The first time the patient experienced discomfort at the pocket was (B)(6) 2014. The discomfort was discovered when stimulation was increased about five volts during the programming session. They were able to program around contact 9 and set a limit of 5 volts which would prevent the patient from programming above their comfortable stimulation level. The physician had made the decision to watch the system and not do any intervention at the time of report.

Event description:
Additional information received reported that the patient experienced pocket discomfort. The outcome was reported as resolved without sequelae. Interventions included reprogramming. The etiology was noted as implantable neurostimulator (ins) pocket/electrode contact location. The event was reported as related to the device or therapy and possibly related to the implant procedure. The patient complained of positional pocket stimulation that only occurred when the voltage was greater than 5 volts. The issue was resolved by programming the voltage to less than 5 volts and setting the upper limit to 5 volts.